Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of the variable angle (va) locking calcaneal plate and 22 unknown screws due to infection at the site. No additional hardware was implanted as the bone had healed sufficiently. There was no reported surgical delay. The surgery was completed successfully. The hardware was successfully removed with no complications to the patient. Concomitant device reported: screws (part number unknown, lot unknown, quantity 19) 2.7mm va-locking calcaneal plate large 70mm right (part number 02.211.404, lot 17p1076, quantity 1). This report involves (1) unknown screws: trauma. This is report 3 of 10 for (B)(4). This product complaint, (B)(4), is related to (B)(4) which capture another 13 unk - screws: trauma. (B)(4) captures 9 unk - screws: trauma and 1 2.7mm va-locking calcaneal plate large 70mm right.

Event description:
Updated event: it was reported that on (B)(6) 2020, the patient underwent removal of the variable angle (va) locking calcaneal plate and 22 unknown screws due to infection at the site.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.